Event description:
It was reported that the insulin cartridge plunger protruded from the bottom during filling, and when the user pushed it back up a small amount of insulin leaked from the bottom; the user initially continued use without alerts or alarms, then was advised to replace the cartridge and did so, after which insulin delivery resumed normally. No reported adverse clinical effects. Outcomes included continued therapy with successful cartridge replacement and no interruption in insulin delivery without hospitalization. Investigation of this case revealed an apparent cartridge leak at the plunger interface, consistent with a cartridge integrity issue; no pump performance malfunction or alarm condition was identified. It was concluded, based on previously established findings for similar reports, that the cause was user- or handling-related damage or a device component integrity issue that could not be further confirmed without product return.